Event description:
It was reported that during follow-up, the atrial lead exhibited loss of capture. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2015. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.